Event description:
It was reported that the patient had the ambicor penile prosthesis was removed on (B)(6) 2018 due to fluid loss in left implant cylinder/joint failure. A new ambicor penile prosthesis with 18cmx12.5mm cylinders was implanted.

Event description:
It was reported that the patient had the ambicor penile prosthesis was removed on (B)(6) 2018 due to fluid loss in left implant cylinder/joint failure. A new ambicor penile prosthesis with 18cmx12.5mm cylinders was implanted. Additional information received indicated the patient was doing well.